Manufacturer narrative:
Upon disassembly for visual inspection there was evidence of a thermal event on the flex, the upper bore was damaged and the rotor coupler was worn.

Event description:
It was reported that the core impaction drill began smoking during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.